Manufacturer narrative:
Further inspection of the returned device found a leak at the scope¿s k-pipe. The insertion part was dented with gap on the adhesive around the nozzle. The adhesive around the light guide lens was found cracked. A gap was noted on the adhesive on the white ring around the distal end cap. The scope¿s bending section rubber glue was noted to be chipped. The bending section appeared deformed in shape. The exact cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during a defect with the scope¿s adhesive. There was no patient involvement. The scope was returned for evaluation and found the adhesive deteriorated due to chemical stress applied during the cds process. This report is being submitted to address the deteriorated adhesive found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the glue at the bending section was stressed by a chemical agent and/or an impact on the distal end of the device caused the glue to break. A conclusive root cause could not be determined. The following is included in the instructions for use (IFU) and may have prevented the event: ¿important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.